Manufacturer narrative:
Concomitant medical products: model: 5867-3m, lead end cap kit; implanted: (B)(6) 2019. Model: 5076-58, lead; implanted: (B)(6) 2019. Model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately sixty days post a lead revision procedure the patients implantable cardioverter defibrillator (ICD) had eroded to the surface of the skin. It was noted that at the time of the revision a antibacterial absorbable envelope was implanted. The ICD system and leads have been extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had developed a local infection in addition to the erosion. No further patient complications have been reported as a result of this event.